Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion was located in the mid left anterior descending (lad) artery. After crossing the lesion, the balloon ruptured at 10 atms. The number of inflations and to what atms is unknown. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as "good."